Event description:
During a surgical procedure while using an electrosurgical generator, the surgeon attempted to activate a cut with the electrical surgical unit (esu) surgical handpiece. During activation of the cut mode the esu generator screen began to flicker and the esu displayed an unknown instrument message with an e300 error code. This error would not clear. The esu was placed out of service and reported to biomedical engineering, who also noted a previous generator failure with the same error code and symptoms. Both units are logged in this medsun report. The manufacturer is to receive the devices to evaluate and report. The manufacturer is requesting the product for evaluation.